Event description:
Caller reported the pump is displaying cartridge low and he can't get the pump to confirm it. None of the buttons respond to press; even if the buttons are pressed hard. Failure is constant. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.